Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does use the sensor feature. Customer is not able to complete the rewind sequence. During troubleshoot it was noticed that the act button is not responding. Blood glucose value is 79 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.